Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2024-00538 was sent in error. Bd is not the legal manufacturer, and the product is not subject to adverse event assessment and reporting by bd.

Event description:
It was reported prior to use of the bd universal viral transport kit, 3 ml, flocked minitip had an unspecified number of swabs that had the printed date on the swab's wrapper (peel pouch) show that it expired before the expiration date printed on the outside package. No health impact or consequence reported.

Manufacturer narrative:
This site is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d.3. And g.1. And the sparks FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#:n30454700, d4. Medical device expiration date: 28-feb-2025, h4. Device manufacture date: 04-dec-2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to use of the bd universal viral transport kit, 3 ml, flocked minitip had an unspecified number of swabs that had the printed date on the swab's wrapper (peel pouch) show that it expired before the expiration date printed on the outside package. No health impact or consequence reported.